Event description:
On (B)(6) 2009, the pt reported that since march she has noticed the up/down buttons on her insulin infusion device are getting more difficult to press. She said she has to press the up button really hard or several times before it will respond. She has also had similar difficulty with the down button when trying to decrease a bolus amount. She said intermittently the buttons will stay flat instead of popping back after being pressed. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.